Manufacturer narrative:
The patient side manipulator (psm) arm was returned to isi and was analyzed. Failure analysis investigation installed the psm on an in-house system and powered the part in normal mode. Failure analysis was able to recreate the error in the field. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, a system error 23023 occurred pointing to the patient side manipulator (psm) arm. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. Intuitive surgical, inc. (Isi) contacted the reporter to obtain additional information. The customer tried to reboot the system but the issue persisted. Isi technical support was also contacted for additional troubleshooting but the issue could not be resolved. The patient was administered anesthesia and ports were placed. The surgical delay was 30 minutes due to troubleshooting. The surgeon decided to complete the procedure laparoscopic. There was no patient harm, adverse outcome or injury reported. Onsite investigation was conducted by an intuitive surgical, inc. (Isi) technical field specialist (tfs). Tfs was able to reproduce the reported error. The psm was replaced to fix the system.